Manufacturer narrative:
Received two (2) photos showing the packaging information and leakage from the inlet vent of the 0.2 micron filter. The reported complaint of leakage on the 140159291 can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) for lot 13547490 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending. E1 additional initial reporter phone number:(B)(6).

Event description:
The event involved a plum set where it was reported the device leaked. There appeared to be a slow trickle from the filter during infusion of elotuzumab. The incident was notice approximately 56ml into the infusion. There was unprotected chemotherapy exposure to the patient, a drop of elotuzumab came into contact with her skin. Due to the exposure the patient's skin was washed thoroughly. The bag was double bagged and discarded. The set was replaced, and therapy resumed without any problem. There was patient involvement however, no report of patient harm.